Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the valve was deployed with an additional 0.5 ml of inflation volume. Post tavr procedure, it was noted that mild paravalvular leak (pvl) had remained and the patient developed hemolytic anemia. The exact timing of the hemolytic anemia and whether pvl increased from immediately after the tavr procedure until hemolytic anemia was discovered are unknown. The patient was noted to have a valve area of 469 mm2 with severe calcification. Additional information was then received revealing approximately eleven (11) days post tavr procedure, an additional dilation of the valve was performed using a 25 mm non-edwards balloon. The pvl reduced and the patient's condition became stable. Subsequently, additional information was received via the japanese post-marketing surveillance system revealing on the same day as the tavr procedure, hemolysis with pvl was observed. A percutaneous transluminal aortic valvuloplasty (ptav) was performed and the pvl reduced. The patient outcome was determined as "remission".

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, hemolysis and paravalvular leak are listed as potential risks associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) was unable to be confirmed. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, "the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and received a 23 mm sapien 3 ultra resilia valve. The valve was deployed in the aortic position with 0.5 ml added volume. After the tavr procedure, it was reported mild pvl had remained, and that the patient developed hemolytic anemia. The exact timing of the hemolytic anemia and whether pvl increased from immediately after the tavr procedure until hemolytic anemia was discovered are unknown. The valve area was 469 mm2 with severe calcification." In this case, the patient had severe calcification, which creates an uneven surface for proper anchoring of the thv valve against the native annulus. This leads to a gap between the thv valve and annulus, resulting in the initial paravalvular leak (pvl) and subsequently it can increase over a period of time. Additionally, per the instructions for use (IFU), the valve size recommended for a valve area of 469 mm2 is a 26 mm valve size. However, a smaller valve size (23mm) was selected for this procedure and the valve was deployed using an additional 0.5 ml of inflation volume. An undersized valve would increase the risk of paravalvular leak over time due to an inadequate seal against the target site (native annulus). As such, the available information suggests that patient factors (calcification) and/or procedural factors (undersized valve) may have resulted in the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.